Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 500 mg/dl while wearing the pod. The patient removed the pod due to experiencing an allergic reaction to the adhesive. Upon removal, the pod site (back) had a scar and appeared bloody and irritated. As treatment for the high bgs, a new pod was placed.